Event description:
Plate broke while in patient. Initial implantation on (B)(6) 2019. Plate looks good on xray taken (B)(6) 2019. Plate is broken on xray taken (B)(6) 2020. FDA safety report ID # (B)(4).